Manufacturer narrative:
Event: month and year of event have been provided, day is unknown. Lot number, expiration date and UDI number; and device manufacture date are unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, a crack was found in the connector. No patient injury was reported.

Manufacturer narrative:
Three photos (showing the complaint device) and one sample were received in use conditions without original packaged. The returned sample was visually inspected and the complaint was confirmed that the elbow has a crack. To confirm if the crack in the elbow caused the circuit to leak, a leak test was performed. The test was performed using a leak tester, manometer, and flow meter in which the breathing tubing passed the test. Based on the analysis of the sample and the manufacturing process, is was not a condition attributable to the manufacturing process and was generated outside of the manufacturing facility. No root cause could be identified. All mitigations in place were verified. The manufacturer will be monitoring this failure condition in this product for escalation. Notification was made to operations personnel as awareness to failure mode reported. A device history record (DHR) could not be analyzed because the customer did not provide a lot number for this complaint.